Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's pump was not functioning properly. The delivery summary indicated basal had only given 0.14 units when the basal rate was 1.7 u/hr. Tandem technical support reviewed the pump t:connect history and found that 2 occlusion alarms had occurred. During follow up, the contact reported that the customer changes their basal rate from 0 to 1.7 often. No further issues were reported. The impact to the customer's blood glucose level was not known.